Event description:
It was reported that a peripheral intervention was performed on the pt's right iliac artery. Access was obtained from the right common femoral artery (rcfa) with a 6f sheath and also from the left common femoral artery (lcfa) with a 7f sheath. Both access sites appeared free of disease when viewed by fluoroscopy. A 6f angio-seal vip was used to seal the lcfa, and an 8f angio-seal vip was used to seal the rcfa. The next day, the patient complained of right groin discomfort. A bilateral femoral artery ultrasound was performed. A 2cm pseudoaneurysm was found in the pt's right groin. The pseudoaneurysm was embolized with 200 units of thrombin under ultrasound guidance. The next day a follow-up ultrasound demonstrated successful embolization of the right groin pseudoaneurysm. The pt was discharged. The pt's condition was reported as stable after the event.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.